Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit does not turn off. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer's device does not turn off. The customer reported that the problem occurs on ac or dc power. It was then reported that the customer replaced the power switch, but problem persisted; the front panel leds were illuminated. The rse advised the customer to replace the power management printed circuit board assembly (pm pcba) to correct the issue; however, if the problem still persists, the user interface (ui) pcba should be replaced. The rse provided the part ID for a the following - pcba, power management (pm) (pic firmware 1.20). Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/14/2022, 12/02/2022 and 01/12/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.